Event description:
It was reported that the user received an insulin occlusion alert on the ilet after changing the cartridge but not the infusion set, while using a cd steel infusion set; the alert resolved only after a full supply change and infusion site replacement, and insulin delivery was then resumed with 70 units available. Symptoms included no reported adverse clinical effects and unaffected blood glucose levels. Outcomes included restoration of insulin delivery without medical intervention or hospitalization. Investigation included customer service troubleshooting and user education on proper supply change and infusion site replacement. Investigation of this case revealed that the occlusion was associated with the infusion set/site and was resolved by replacing supplies and the infusion site. It was concluded that the event was related to the infusion set/site and that proper supply change resolved the occlusion.